Event description:
Covidien received information alleging that six patients suffered from second degree burns on their tibia (each report will be filed separately). Patients received a course of antibiotics, gauze and vaseline.

Manufacturer narrative:
Multiple attempts have been made to try and retrieve event information as other factors may have contributed to alleged event. Covidien will send a follow up MDR, should further information become available.